Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine follow up, low sensing was observed. The lead was explanted and replaced. The lead will not be returned for analysis.